Manufacturer narrative:
Device evaluation results (completed on 01/09/2012): animas received the insulin pump involved with this complaint and noted the following: the daily insulin delivery totals correctly reflected the user's programmed basal rates, no activities outside normal use observed in the pump's history, a 29 hour flow accuracy test was performed and the pump passed flow accuracy test and was found to be delivering within the required specifications. In conclusion, animas did not find any defects with insulin delivery with the returned insulin pump.

Event description:
On (B)(6) 2011, the patient contacted animas alleging that she started to have erratic blood glucose levels (bg) after she was hospitalized in (B)(6) 2011. The patient reportedly was admitted to the hospital on (B)(6) 2011 with bg over 500 mg/dl. She had ketones and was diagnosed with dka. The patient was taken off of insulin pump therapy and was given IV insulin and fluid treatment. Reportedly since her hospitalization, her blood glucose readings have been erratic. She stated that her usual bg target is 120 +/- 10mg/dl but she has not had that range for a few weeks. Patient also noticed that she had "low bg" occurring in the morning. At the time of concern, she took treatment with glucose tablets and juice. On an unspecified date, her health care professional adjusted her basal dosing; however, the patient was still having low bg's in the 50 - 60 mg/dl range with unspecified symptoms. The patient has been working with her hcp to correct erratic bg's the erratic bg issue has not been resolved. The animas representative performed troubleshooting to evaluate the animas pump and to assess the cause of the patient's alleged blood glucose excursion. The total daily doses are accounted for and add up correctly. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. The cannula did not have any a kink or bending at the infusion site. There was no change in the patient's activity, health, diet or medication. The animas representative concluded there was no pump mechanical issue associated with the alleged event. It is not clear what contributed to the patient's alleged symptoms and blood glucose excursions. Based on the information the patient provided, the infusion site is not being rotated as frequently as the patient should. The patient's basal regimen is still under evaluation by her healthcare provider. Although, there was no evidence of a product malfunction found at the time of troubleshooting and there was indication that the patient's insulin regimen was still being adjusted; this complaint is still being reported because the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.